Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-09882. It was reported that guidewire removal difficulties occurred. After an amplatz super stiff guidewire crossed the lesion, a 20x80/10fr uni plus 75 cm wallstent® endoprosthesis was advanced but failed to cross the lesion. When the device was removed, it became stuck with the amplatz super stiff guide wire and would not move. The physician could not take the catheter off the wire without using hemostats to dislodge it. While trying to pull the catheter off the wire, the stent began to deploy with being unsheathed. Both devices were removed from the patients body. The procedure was completed with another wire and a different device. No patient complications were reported and the patient's status was fine and in recovery now.